Event description:
On (B)(6) 2012, the patient underwent an endovascular procedure using a main body graft of zenith and gore® excluder® aaa endoprosthesis(pxc201000/10714784, pxl161207/10549528, and pxl161007/10641631) to repair an abdominal aortic aneurysm. On (B)(6) 2015, follow up computed tomography (CT) revealed an enlargement of right common iliac artery and a distal type I endoleak. An enlargement of aneurysm was also found (size:unknown). On (B)(6) 2015, after coiling right internal iliac artery, an additional gore® excluder® aaa endoprosthesis(pxc121400j/13529818) was implanted to repair the type I endoleak. It was reported that the endoleak was resolved on angiography. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.